Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s spouse called to inform support that she had forgotten to enter a meal announcement for the patient after a carbohydrate-heavy breakfast. The agent explained that if a meal announcement is missed and more than thirty minutes have passed since eating, the patient should allow the device to adjust and bring glucose levels back into the target range. The patient¿s blood glucose levels were affected, with a reported high of 274 mg/dl lasting approximately one and a half hours. The patient did not use backup therapy, did not perform ketone testing, had not received recent steroid injections, and did not require medical intervention or additional assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.